Manufacturer narrative:
. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device was "spoiled" was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device was rough running and not running smoothly, the bottom trigger was faulty, the device had a sticky trigger, and component damage. It was further determined that the device failed pretest for check for sticky triggers, and check for mechanical free movement. It was noted in the service order that the device ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.